Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the calcified and mildly tortuous right common iliac artery. A 6fr non bsc introducer sheath was placed and a 0.018" guide wire was advanced across the lesion. An 8.0x37mm express stent was implanted. After which the physician determined a second stent would be deployed overlapping distally in order to cover the remaining portion of the lesion. The sheath was placed proximal to the first stent and as the 8.0x30mm express ld stent delivery system was being advanced out of the sheath, the stent became caught on the implanted stent. The physician pulled back on the 8.0x30mm express and the stent dislodged from the sds while still partially within the sheath. The sds was removed and the sheath was maneuvered in order to unhook the second stent from the first. A small sterling balloon was advanced inside the dislodged stent and inflated slightly in order to anchor it. The 8.0x30mm express stent was then advanced on the sterling, through the first stent and implanted; however, it was further distal than originally intended, just proximal to the hypogastric bifurcation. A 1.5-2cm gap remains between the two stents. The wire was exchanged for a .035" guide wire which was advanced through the 2 express stents and another express stent was advanced and implanted in the calcified left common iliac without issue. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).